Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse confirmed that the uninterruptible power supply (ups) was producing smoke. The v120 outlet was verified to be functional. It was confirmed that the customer does not use the recommended water purification system to supply water to the instrument. The purification system allowed a water pressure higher than what the inlet valves allowed causing a leak of water. The leak migrated near the ups and caused a short. The ups was replaced, and the system check passed. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming from the uninterruptible power supply (ups) of their dimension exl with lm. The technician unplugged the ups and the instrument. The ups was removed. Patent sample testing was not impacted, and the customer had an alternate instrument available. There are no known reports of patient intervention or adverse health consequences due to the event.